Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a vision stent was unable to cross the heavily tortuous and moderately calcified target lesion in the predilated, proximal left anterior descending artery, the catheter of the vision stent delivery system (sds) was found to be kinked. A second vision stent was inserted and was also unable to cross due to the heavy tortuosity of the target lesion. After the second vision stent was easily removed from the patient anatomy, the catheter of the sds was found to have separated in two pieces. A non-abbott stent was successfully implanted in the target lesion. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilitation catheter: sprinter; guide wire: whisper ms. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.